Event description:
Doctor applied disposable gomco to baby. When he unscrewed it after the procedure, the washer stayed stuck in place. He tried to pull it off and cut it off, but that didn't work. Eventually he was able to wiggle it off with significant effort. Bioseal.